Event description:
A (B)(6) undergoes laparoscopic cholecystectomy. During surgery the physician indicated when he fired the test shots into the cup, the first two clips crossed like a scissor. A new product was obtained and used without difficulty. This caused a slight delay to the case, no harm to patient noted, no excessive blood loss. The failed device was not used on patient.